Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump's control iq software was not functioning as intended. This allegation could not be confirmed as customer declined troubleshooting with tandem technical support, and declined to provide additional information.